Event description:
It was reported that a patient experienced a connection issue between a transfer set and minicap. The patient was not connected at the time of the event. The caregiver (cg) stated that when the patient disconnected from the homechoice, they placed a minicap on their transfer set and did not screw it on all the way and the minicap became disconnected from the transfer set. The technical service representative (tsr) advised the cg to use aseptic technique to cap off again and inform their registered nurse (rn). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not ensure that the minicap was properly secured to the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.